Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information received, it was reported that the displayed pressure or flow rate of the product does not correspond to the set pressure and it is also impossible to stop manual irrigation. Loan required. No more information available. The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported failure was not confirmed. The service evaluation and the repair were declined due to customer¿s cancellation. With the given information, we cannot determine the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device [c51a10334] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the displayed pressure or flow rate on the fms duo®+pump/shaver unit device did not correspond to the set pressure that it was also impossible to stop the manual irrigation. There were no adverse patient consequences reported. No additional information was provided.